Event description:
Anvil kept retracting when surgeon tried to attach to stapler. Surgeon tried to attach 4-5 times before it closed. Product had patient contact but no patient harm. Manufacturer response for curved stapler, (brand not provided) (per site reporter): product returned to manufacturer for evaluation. I will follow-up with the quality report once received.